Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: data files and field service engineering report (fser) were returned and analyzed. Data files did not show any system notices for the reported event date; however, no inflations were sustained. Per the fser the low pressure (lp) regulator failed in field and was rebuilt on site with a repair kit. The issue was then resolved. In conclusion, the reported issue, a system notice was received indicating that the balloon was not sufficiently inflated, was confirmed through the fser. Console (B)(4) failed inspection in the field due to a low pressure regulator which was repaired. The console was tested and deemed appropriate for clinical use after repairs. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, an error code had occurred indicating that the safety system detected that the balloon was not sufficiently inflated and the pressure gauge was low. The console was replaced and the procedure was completed with radiofrequency (rf) . A service request was scheduled. The console subsequently tested out of specification upon manufacturer's investigation. No patient complications have been reported as a result of this event.